Event description:
After 40 hours of iab therapy, alarms sounded and blood was noted in the tubing. The tubing was clamped off and the iab was removed and not replaced. The pt coded some time later after the explant and then expired due to illness.